Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5071-35 lead, implanted (B)(6)2014; 6935m62 lead, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported by one of the patient's family members and confirmed via follow-up with the patient's clinic that there is a concern with a rapidly depleting device battery. There are no current plans to replace the device and no changes have been made. The device remains in use. No patient complications have been reported as a result of this event.